Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.4, lab: 2.8. Pt taking lovenox. Customer also received a qc1h and 114 error on the same pt.

Manufacturer narrative:
Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide-limitations, "this test should not be used for pts on heparin therapy." Data analysis will not be performed. No further investigation will be pursued. Conclusion: as of 05/24/2010, 14 discrepant result complaints were reported for lot #225937, yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.